Event description:
Risk management dept. Became aware of "petition for damages" filed in this case 6/1/92. Petition states "on or about 4/19/84, a quantum was implanted. Pt. Experienced great pain and discomfort and it was discovered that the cause was a defect in the product. A second surgery was performed and the original pacemaker reimplanted with a new lead wire installed. The defective lead wire had become imbeded into her body and could not be removed. It continued to be a source of pain and discomfort and has lead to a permanent lack of mobility of patient's arm and upper chest areadevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.